Event description:
It was reported the lithotripsy transducer exhibited a disposable probe stuck on the transducer. The issue occurred during a therapeutic percutaneous nephrolithotomy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.